Manufacturer narrative:
The package insert contains the following warning for the health care practitioner: "contact of dissimilar metals accelerates the corrosion process, which could increase the possibility of fatigue fracture of the implants. Therefore, only use like or compatible metals for implants that are in contact with each other."

Manufacturer narrative:
A review of invoice history confirmed that biomet dbm was utilized along with competitor spinal rod products. Based on the surgical reports provided, the reported complaint is not related to the usage of biomet dbm. A review of the dhrs for the dbm found it to comply with the manufacturing and inspection requirements in accordance to the standards of the american association of tissue banks and regulations set forth by the u.s. Food and drug administration, 21 cfr 1270 and 21 cfr 1271. All serology test results were performed by a clia certified FDA registered laboratory and found to be negative for microorganisms or viruses that would preclude the tissue from processing for clinical use.

Event description:
It was reported by patient's mother that patient underwent an initial procedure for pediatric spinal deformity in (B)(6) 2010. In (B)(6) of 2010, it was reported that the surgeon opted for a revision surgery allegedly due to kyphosis. Titanium rods were removed and replaced with depuy expedium stainless steel rods. It further reported that the patient became septic approximately 6 months after the revision procedure and no cause of the infection was ever found. In (B)(6) 2013, the stainless steel rods were removed and replaced with titanium rods. Patient's mother alleges that the stainless steel rods were corroded and that infection was present. It is further alleged that the patient has undergone subsequent procedures to remove discolored tissue and material from surgical site and patient is being treated with high dosage antibiotics. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.